Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient would have an appointment with their health care provider (hcp) on (B)(6) 2015 to program their new remote. Nothing led to the shocking and programmer turning off, they just happened. The programmer issue and the shocking sensation had been resolved for the most part. The patient had a random increase of stimulation at times. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), : product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer kept restarting on its own. The patient had difficulty making it stop so she could turn the stimulation off for a medical appointment. The patient was able to turn the stimulation off eventually. Later on, when she went to use the programmer to turn the stimulation back on, the programmer kept restarting itself again. The patient changed the batteries and that seemed to resolve the issue. The programmer was working at the time of the report. The patient was using regular alkaline batteries and had not dropped or gotten the programmer wet. Additional information received reported that the patient programmer continued to turn off and back on when the patient tried to use it. The connection was intermittent. Also, it was reported that there was a shocking or jolting sensation. There was a shocking sensation when the patient synched with the implantable neurostimulator (ins) using the patient programmer. These events occurred around the end of (B)(6). No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.